Manufacturer narrative:
The device has been received at the manufacturer, and a quality investigation is anticipated. A follow-up report will be filed when the investigation is complete.

Event description:
It was reported that the micro saggital saw leaked an oil-like substance during a procedure. A back-up device was used to complete the procedure without delay. There were no patient or user injuries, and no adverse consequences.